Event description:
It was reported that a revision surgery was performed on the patient for the removal of loose femoral component. No delay or additional injuries related. Antibiotic spacer was inserted. Tibial poly was replaced, but no failure reported.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and based on medical documentation, the recurrent/persistent left knee joint infection/mrsa most likely resulted from the reported hematogenous spread secondary to chronic skin lesions and was the root cause of the revisions (B)(6) and associated complications. An additional surgical procedure/debridement with additional IV antibiotics for a second isolated organism was required as a direct result of a traumatic fall with subsequent wound dehiscence just weeks s/p the 2nd (2-stage) revision. The 3rd (2-stage) revision was due to the reported pain secondary to lateral displacement/migration/loosening of the proximal stem in the mid to distal femur in the presence of (3/5) positive cultures for mssa. The patient impact beyond the reported ongoing pain, multiple surgical interventions and required antibiotic therapies secondary to persistent/chronic knee joint infections and a traumatic injury cannot be determined, as the 3rd (2-stage) revision indicated mssa positive cultures. No further medical assessment can be rendered at this time. A review of complaint history on the listed part revealed prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.